Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. As the product lot number is unknown, the device history record was not able to be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. A review of nonconformances and capas found no similar events that would have contributed to the reported event. The most likely root cause for this event is a loading error. The trailing haptic was most likely jammed by the closing process of the loading chamber. As per the instructions for use (IFU), it is important to guide the haptics towards the optics and downwards during loading. This step, as well as application of sufficient viscoelastic before injection, is essential to prevention of iol haptics being torn during iol insertion . No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the right (od) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. A 2.6mm incision was made with a 2.6 keratome and was enlarged with a crescent blade to 2.75mm for iol removal. The iol was cut up and removed with forceps. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced and the reporting facility indicated there was no patient injury. Though requested, no additional information has been received.